Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported, foreign matter. Event details: samples were received from customer referencing existing complaint but did not correspond to product reflected within the pr and no existing record for the material was found. Upon follow up with customer it was verified samples were also impacted. Per customer response: all syringes returned have particulate contamination. No patient/user impact. Issue found during inspection.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: twenty four samples were provided to our quality team for investigation. Upon inspection, particles were observed within two of the products, verifying the reported concern. Characterization testing was performed and identified the material to be polypropylene particles mixed with silicone. A device history review was performed for reported lot 2411058, no deviations or non-conformances were identified during the manufacturing process. Six retained samples of each reported lot were used for additional information. All product was inspected and no particles or contamination was observed on the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines and all equipment undergoes routine cleaning and maintenance. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed without issue. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends